Event description:
It was reported to boston scientific on may 29, 2007, that a jagtome rx sphincterotome device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) two weeks prior. According to the complainant, "during the procedure while the catheter was in the scope, the doctor noticed that it had split at the end or a burred on the end of the distal end. The physician completed the procedure with another jagtome rx sphincterotome. No complications were reported as a result of this issue, and the patient was reported as "fine" following the procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed the reported event. The returned unit revealed that the distal tip was split with smooth rounded edges. A review of the device history record for the pertinent lot was performed; no anomalies were noted. The dist tip was not formed properly during manufacturing is the most likely cause of this issue.